Event description:
The customer reported the 6800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation printed circuit boards were reseated. The cmos operating system setup performed a complete system boot up. The system was tested and operates as intended.